Manufacturer narrative:
The insulin pump received with unresponsive act button due to unlocked connector at lcd board. Unable to perform prime test, displacement test, basic occlusion test, occlusion test or excessive no delivery test due to button anomaly. The insulin pump received with cracked case at display window corners, minor scratches on lcd window, missing end cap sticker, broken reservoir tube lip and belt clip slot.

Event description:
It was reported that the insulin pump had unresponsive buttons. The blood glucose reading was 56 mg/dl. The customer stated that the act button did not respond. No significant events leading to the issue were observed other than the customer dropping the pump prior to the call. The customer treated for low blood glucose and declined troubleshooting for the event. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.